Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed with the error device not detected on bus. A field service engineer added a ferrite cage to the ethernet cable to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a failed fridge, device not detected on bus. It was reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.